Event description:
It was reported that the fiber tip was kinked. It was noted that the broken fragments could not be retrieved from inside the patient as they would expel together with the stones. The procedure was completed with this device. There were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6).

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber tip was kinked. It was noted that the broken fragments could not be retrieved from inside the patient as they would expel together with the stones. The procedure was completed with this device. There were no patient complications reported.